Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was confirmed with photographs provided. Visual review of the photograph provided identified the following: the products were covered in biodebris and the hammer plate of the inner threaded rod was fractured. No other damage was noted and no further evaluation is possible with the image provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Cmp-(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a revision procedure, the tm primary stem threaded inserter broke. Attempts have been made and additional information on the reported event is unavailable at this time.